Event description:
It was reported that during use it was discovered that the plunger is crooked and leakage occurred past the plunger with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: the plunger tips on several syringes have been noticeably crooked inside the barrel and today while an injection was being given the majority of the volume being dosed leaked past the plunger and back into the barrel. We have since quarantined the rest of the syringes in that lot.

Manufacturer narrative:
H.6 investigation summary: sixty 3ml syringes in fully sealed blister packs from batch 8213794 (p/n 309657) were received and evaluated. Thirty-one were observed to have stopper with some degree of angularity. All the syringes with angled stoppers were measured for angularity and tested for leakage. All the stoppers were acceptable per product specification and no leakage was observed. Potential root cause for the stopper angularity defect is associated with the assembly process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the plunger is crooked and leakage occurred past the plunger with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: the plunger tips on several syringes have been noticeably crooked inside the barrel and today while an injection was being given the majority of the volume being dosed leaked past the plunger and back into the barrel. We have since quarantined the rest of the syringes in that lot.